Event description:
Additional information received noting that when the patient's battery life was at 11-25% they experienced some breakthrough seizures which resulted in the off time being changed from 3min to 1.8min.

Event description:
Patient reported experiencing a number of breakthrough seizures. Patient underwent generator replacement surgery. The explanted generator has not been received by product analysis to date.